Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc considered that the reported phenomenon was attributed to the failure of the printed circuit board, which might be caused by accidental failure of the electronic component of the printed circuit board. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the screen of the subject device did not light up even though the power of the subject device was turned on. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.